Event description:
It was reported that a pt participated in a multicenter study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with an anterior lumbar interbody fusion (alif) spacer at level l5_s1 size. Pt was also implanted with an anterior tension band plate at screw_l5_l (left), screw_l5_r (right), screw_s1_l, and screw_s1_r, with atb plate (B)(4). Pt experienced pain for 10 months. Surgery date was (B)(6) 2005, and postoperatively pt experienced right sacroilitis and motor vehicle accident, requiring physical therapy, pain modalities, pain medications. This is 3 or 5 reports for the same event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.